Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. Device had cracked lcd window, stripped battery cap coin slot. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump buttons were less responsive. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the screen was scratched and hard to read. The insulin pump will not be returned for analysis.